Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needles were not deployed was confirmed. However, as the device functioned as expected during the device analysis, the explanation as to why the device was reportedly removed from the anatomy could not be verified. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. Reportedly, a femoral angiogram was not taken. Per the instructions for use, an angiogram is to be performed prior to use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Femoral angiogram was not performed. Reportedly, after the device inserted into the anatomy, the device was removed, for an unspecified reason. The facility reporter could not recall the reason the device was removed. The needles were not deployed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela or no significant clinical delay in the procedure. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Femoral angiogram was not taken prior to using the device as directed by the instructions for use. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.